Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue. This was observed during priming of the device for peritoneal dialysis therapy. It was further described as ¿cassette wire and dialysate are not connected properly¿; the supply line of the cassette disconnected from the bag. The patient properly tightened the connection before therapy started. There was no patient injury or medical intervention associated with this event. No additional information is available.